Event description:
It was reported that the patient presented remotely via merlin.net. It was discovered that their right ventricular (rv) lead and right atrial (ra) lead exhibited noise. Both leads were capped on (B)(6) 2025 and successfully replaced. The patient remained stable.